Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump would not re-inflate after being pressed that started 8 weeks following the implant procedure. The ipp pump and reservoir was explanted and replaced with a new ipp pump and reservoir. The patient was stable following the procedure.